Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. There were no patient consequences.

Manufacturer narrative:
Further information requested but not received.

Manufacturer narrative:
Additional information: b5, e1, e2, e3, g2.

Event description:
New information received notes the patient was brought into clinic and the device bluetooth was successfully paired. There were no patient consequences.

Manufacturer narrative:
The reported event of ble unavailable was resolved by interrogating the device using a merlin programmer, this is indicative of a ble lockout which is per device design.